Event description:
The pt was implanted with an ams monarc sling. It was reported that as a result, the pt has experienced mental and physical pain and suffering, has sustained permanent injury, has undergone corrective surgery, and has suffered emotional distress.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.